Event description:
Additional information was received stating: two proglide devices were attempted in the right common femoral artery and two in the left common femoral artery. Hemostasis was achieved via surgical suturing at both access sites. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the bilateral common femoral arteries was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, cuff misses occurred with the four proglide devices. The sheath was upsized to a 16f and the pevar procedure was completed. A cut down was performed to achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.